Event description:
It was reported that hospital telemetry strips recorded noise every few hours showing pauses in the pacing. Oversensing was noted on both the atrial and ventricular leads. Short interval counts were noted on the ventricular lead. No oversensing was able to be elicited during a device check with positional changes, pocket manipulation, and isometrics. The pacing mode was reprogrammed to doo. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Episode egms exhibit signs of atrial oversensing. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2008. (B)(4).